Event description:
It was reported that during a labral repair surgery the anchor tip broke during insertion. The broken pieces were retrieved from the patient. Update: (B)(6) 14-may-2025. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2325bcc-1 batch 15352351 was received for evaluation. Visual inspection revealed that the eyelet was broken on one side. The screw or driver was not damaged. Functional testing was performed by moving the inner molded shaft out of the outer molded shaft, and no resistance was found. The most likely cause of the reported failure is a user error, which includes misaligned insertion and/or prying or levering the device with excessive force during use, which ultimately damages the device.